Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified 475cc mentor high profile gel breast implants and experienced bilateral grade IV capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (catalog #: smpx440, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6)2021. The patient¿s symptoms were improved after the revision surgery. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 11-feb-2022, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a 475cc mentor high profile gel breast implant. However, additional information revealed that the actual suspected medical device was a 425cc mentor memorygel breast implant (catalog #:3504254bc, lot #:6010064). The relevant fields have been updated. The suspected medical device was returned for evaluation. On 21-feb-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jan-2022, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).